Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review surgical accidents and postoperative complications of recurrent shoulder dislocation treated by suture button fixation with bone occlusion, 1 patient had a poor fitting between the rear loop steel plate and the glenoid during a suture button fixation with bone occlusion procedure using an endobutton device. The surgical process was smooth. Postoperative imaging examination found that the anterior glenoid and anterior glenoid had a good fit, but the posterior tab steel plate was not attached to the glenoid, and conservative rehabilitation treatment was given. A reexamination one month later found that the posterior tab steel plate was attached to the glenoid, but the anterior metastatic glenoid was significantly separated from the glenoid, and the surgical requirements could not be met. A second surgical revision was given. During the revision, the glenoid bone tunnel was enlarged, and the patient¿s bone quality was partially loose. The posterior tab steel plate was fixed and the tab steel plate was pulled into the bone tunnel, indicating that the tunnel was enlarged. In the revision procedure after squeezing one interface screw, the nail path was successfully drilled from the rear to the front, and the front and rear glenoid loop steel plates were fixed, and the knot was fixed under arthroscopic monitoring; after standardization and reconstitution treatment, the effect was good. No further information is available.

Manufacturer narrative:
H10: h2: additional information on h10 and attachments. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.